Event description:
It was reported the customer was experiencing low blood glucose. The customer stated their blood glucose was 49 mg/dl at the time of the incident. The customer treated their blood glucose with food. Troubleshooting found the customer's drive support cap appeared to be normal. Customer also stated their insulin pump has not been exposed to a high magnetic field. It was also found the customer's basal rates and bolus history was correct. Customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).